Manufacturer narrative:
The reported event of a header anomaly was confirmed. There were no signs of a crack in the header. The header was observed and found to be cloudy. Manufacturing investigation found an issue related to manufacturing. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the implantable cardioverter defibrillator (ICD) was provided to the physician, and the physician questioned the integrity of the ICD due to the cloudy nature of the header. The physician claimed there was a crack in the header. The ICD was exchanged. The patient was stable.